Event description:
It was reported that the "the hospital bed does not move up and down. The head and the foot part moves up and down properly, but when the patient tries to move the whole bed up and down it does not move ".

Manufacturer narrative:
It was reported that the "the hospital bed does not move up and down. The head and the foot part moves up and down properly, but when the patient tries to move the whole bed up and down it does not move please be informed that one of our technicians had taken a spare pendant from the stock. While checking the remote was working properly that the patient owns, there was sound coming from the hi-lo motor but the bed did not move up or down. Later the technician connected the pendant that he had taken along to check and the same issue continued there were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission